Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 482 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer stated that the insulin pump was alerted insulin flow blocked. Customer stated the insulin exited and insulin pump alarmed insulin flow blocked. Customer was advised to remain disconnected and to remove the reservoir from the insulin pump and rewound. Customer stated that the insulin pump alarmed with no reservoir detected. Customer reported insulin exits with the fill tubing. Customer was advised the insulin pump was working as designed. The customer will monitor and call back if issues recur. The insulin pump was not returned for analysis.